Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review could not be performed because no serial number was provided. When the pump was returned to mmdg for investigation, the pump log was reviewed and there were multiple no food alarms logged, however, the pump and it's alarms operated within product specifications when tested. This report is being filed for the delay in therapy and hospitalization that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump alarmed "no food" repeatedly. They also stated that this resulted in a twelve hour delay. They state that the patient is unable to supplement or receive bolus feedings, and that the delay of therapy resulted in the patient being admitted to the hospital. Mmdg did follow up with the initial reporter who stated that the patient had been discharged from the hospital and returned home. (B)(4).